Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device follow-up, no issues were observed during the interrogation. However, the next day the physician contacted the distributor representative and reported the patient was experiencing bradycardia. A new interrogation of the device was performed and an alert for the right ventricular (rv) lead was displayed. The physician performed a 24 hour holter on the patient and noted loss of capture; a fracture of the rv lead was suspected and a lead replacement was planned. No adverse patient effects were reported. Additional information was received. Three weeks later, this rv lead was surgically abandoned and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported.